Manufacturer narrative:
The reported filter leaking issue cannot be confirmed, as the affected administration sets were not available for evaluation.

Event description:
The distributor forwarded a complaint received from an administrator at the user facility about a filter leaking issue with the device on 02/05/2018: "I have a complaint from this customer with lot number: 1708007. That shows 2 filters that have leaked with hs0004". Infutronix received update from the distributor on 02/20/2018 that the affected sets were not saved but "they promise me to call me if they had another leak and I will pick up the leaker". No patient information and the event date was available. No patient harm or injury was reported by the distributor. This MDR addresses one of the two affected devices. The other device will be reported under MDR 3011581906-2018-00005.